Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the rep was in a case to place a new lead and ins. They tested for motor response with the test cable prior to connecting the lead to the ins and got good response. When the lead was connected to the ins, the impedance values were all >4000ohms for electrodes 0 and 1. The md removed the lead from the header, wiped the lead, and reconnected. The values were then >4000ohms for electrodes 0 1 and 2. Again the md wiped the lead and used a catheter to aspirate the headers, then got values of >4000ohms on electrodes 1 2 3 and case. During the call, the rep provided the following impedance values: ref 1 all electrodes >4000ohms ref 2 0 and 1 >4000ohms 3 1949ohms c1565ohms ref 3 0 and 1 >4000ohms 2 1949ohms c 737ohms. The rep ran an impedance test again during the call and provided the following values: ref 0 1 2 >4000ohms 3 3865ohms c 3349ohms re1 0 4000ohms 2 3670ohms 3 3062ohms c 2623ohms ref2 0 4000ohms 1 3670ohms 3 1646ohms c 1332ohms ref3 0 3865ohms 1 3062ohms 2 1646ohms c 669ohms. The issue was not resolved through troubleshooting. The rep indicated the physician would make a judgement about how to proceed. The rep expected the physician would not change the ins or lead. The rep called back to indicate that the im pedance issue resolved after the implant procedure was complete. The rep provided impedances from a test that was completed when the patient was in post-op. The values provided are as follows: ref 0 c 512ohms 3 816ohms 2 779ohms 1 758ohms; ref 1 c 580ohms 3 864ohms 2 781ohms 0 758ohms; ref 2 c 451ohms 3 698ohms 1 781ohms 0 779ohms; and ref 3 c 467ohms 2 698ohms 1 864ohms 0 816ohms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the impedance values being greater than 4000ohms was not determined. The physician thought it may be due to bleeding in the sacrum or a hematoma. Impedances were cleared by the time patient (pt) was in post op and those numbers were reported via phone to tech services.